Event description:
New information received notes the right atrial (ra) lead was over-sensing noise and was capped and replaced on 11 jun 2021.

Manufacturer narrative:
Correction - b5 - the lead was capped and replaced on 11 jun 2021 not on 08 jun 2021 as previously reported.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine device check on (B)(6) 2021. During examination of the lead, it was noted that there was noise and lack of capture on the right atrial (ra) lead. The physician capped and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.